Event description:
Five days following an uneventful cataract extraction procedure, the pt reportedly complained of pain and loss of vision in the operative eye. During examination the pt was diagnosed with sterile endophthalmitis. In addition, the surgeon detected a metal fragment adhered to the iris and speculated that the fragment may have caused the inflammation. The pt was treated with medication and had a complete recovery.